Event description:
In attempting to discontinue hemovac drain #2 (top drain) from the pt's back, drain tubing snapped in pt's back. Pt retained a piece of the drain tubing. An x-ray revealed the retained piece which was, thereafter, surgically removed by pt's md/surgeon.